Event description:
Litigation papers allege progressively worsening pain and blood tests showing elevated levels of chromium.

Event description:
Litigation papers allege progressively worsening pain and blood tests showing elevated levels of chromium. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information for both sides. The scheduled dor for the right hip was also added as (B)(6) 2012. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised for reason unknown at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information for both sides. The scheduled dor for the right hip was also added as (B)(6) 2012. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.